Event description:
It was reported that, oversensing of myopotentials was noted on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.